Event description:
It was reported that the patient was experience pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 where the ipg pocket site was relocated and deepened. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.